Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker exhibiting premature battery depletion (pbd). In addition, it has four years battery remaining, but went down to a year and half in a span of a year. The power consumption of the device was also high at 160 percent. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Power level gradually increasing over time fits characteristic of leaky capacitors due to high hydrogen. Coulomb count shows high current drain in the v230 supply. Supply to v230 also provides power to the v220 circuit. Previous analysis and testing have shown with high hydrogen present, one or both v220 capacitors goes leaky. Analysis confirmed a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that this implantable pacemaker exhibiting premature battery depletion (pbd). In addition, it has four years battery remaining, but went down to a year and half in a span of a year. The power consumption of the device was also high at 160 percent. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibiting premature battery depletion (pbd). In addition, it has four years battery remaining, but went down to a year and half in a span of a year. The power consumption of the device was also high at 160 percent. This device remains in service. No adverse patient effects were reported.